Manufacturer narrative:
Findings: unit passed displacement test. An alarm noted during self test due to a faulty board. Unit received with cracked reservoir tube lip and minor scratched display window and cracked display window corner.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 236 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.